Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a message displayed on the screen indicating that the drawers were offline. A technical support specialist guided the customer in rebooting the cabinet by utilizing the power switch and subsequently restarted the all-in-one device. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medbank system drawers were offline. The customer reported that the screen showed a message stating that the drawers were offline, preventing them from logging in to dispense the medication ulfamethoxazole-tmp ds tab. There were no adverse events or injuries reported based on this incident.